Event description:
Doctor reported a patient who was injected in the dorsum of the nose with radiesse in 2006. A few weeks after the procedure, the patient had developed a necrotic area on the nose. Doctor prescribed tissue growth hormone and steroids. It was reported that the area was healing nicely.

Manufacturer narrative:
During a follow-up, it was reported that the wound had closed and necrosis has resolved. The physician reported that the patient is no longer being treated by this facility. It was also noted that the patient has an implant of unknown substance in the tip of the nose. The device history report indicates that this lot 1002404 met product specifications at the time of release.